Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen on the pump was not responsive at certain times. Tandem technical support performed a system check and confirmed the customer's report. The customer's blood glucose level was not impacted and was to use insulin injections to manage diabetes.